Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1613c124e, serial/lot #: (B)(4), ubd: 30-sep-2022, UDI#: (B)(4); product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 07-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during an endovascular procedure for the treatment of a 50mm x 51mm abdominal aortic aneurysm. It was reported the patient returned for a CT over a year later, and it was observed that there is a limb occlusion. No cause of the event has been provided. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft limb occlusion could not be assessed on the pre-implant films returned; therefore the cause of the event could not be determined. Lack of post-implant CT's did not allow for a thorough assessment of the stent graft in-vivo configuration. It is possible that the vessel/aneurysm thrombus observed may have been associated with an increased risk of occlusion. Other possible occlusion contributors (which are currently unknown) include location of any overlapping limbs, and if the occluded limb may have been extended into the right external iliac artery. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad leading to poor distal run-off. B5: it was reported that the patient developed a stenosis distal to the stent graft graft which was the reason for the limb occlusion. The occluded device is etlw1613c124e. It was stated that the incident was not device related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.